Manufacturer narrative:
The returned gold probe device was visually inspected; no issues were noted. Electrical tests were performed, and the device failed one of the tests. An x-ray performed to the device showed two copper wires making contact at the ceramic tip, which created a short. This confirmed the report that no current was being delivered. The root cause of the failure is a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the gold probe did not function properly; there was no current being delivered. They removed it and used another gold probe device with the same equipment. The procedure was able to be completed with the second device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the gold probe did not function properly; there was no current being delivered. They removed it and used another gold probe device with the same equipment. The procedure was able to be completed with the second device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.